Manufacturer narrative:
As of today the lead has not yet been received for analysis. Should the lead be returned and analysis complete, this report will be updated.

Event description:
Boston scientific received information that this lead and associated device displayed noise and oversensing as well as loss of capture (loc). Pacing impedances of greater than 2000 ohms were also reported. The patient was seen for a revision procedure where the products were explanted and replaced. There were no adverse patient effects reported.